Manufacturer narrative:
F10¿ device code(s): appropriate term/code not available (3191) ¿ device perforation.

Event description:
Patient allegedly received an implant on (B)(6) 2009 post deep vein thrombosis (dvt). Patient is alleging organ perforation and failed removal. Percutaneous filter retrieval was attempted on (B)(6) 2018 but the filter was not able to be retrieved. Patient further alleges, ¿my left leg swells in the calf and ankle, foot.¿ the patient further notes physical limitations when walking and bicycling. (B)(4) 13aug2019. (B)(6) 2018- inferior vena cava venogram. Findings: "inferior vena cava is patent with a patent ivc filter. The exam of the vc filter are intact and are protruding through the ivc. There appear to be well situated within the ivc". Procedure: "I placed a 5 french sheath in the right ij followed by the advancement of a j-wire and a pigtail catheter into the distal infrarenal vena cava. I then performed a venogram as noted above. Immediately I noted the filter legs were sticking outside the vein and the filter was very nicely situated in the midline position. At this time I decided to leave this filter along with the patient will remain on anticoagulation for right due to multiple history of dvt." (B)(6) 2019- CT abdomen w/o contrast. "No significant tilt. The tip of the filter located approximately 1.5 cm below the right renal vein. The caudal portion of the ivc filter shown to perforate anteriorly, towards the aorta, posteriorly, and right lateral directions and measure maximally at 6 mm in each direction. He struts are minimally bent but no evidence of strut fracture or migration." Impression: "ivc filter present as detailed above."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2009. The patient alleges to have been injured without further explanation.